Event description:
It was reported that "theatre nurse reported an arrow head from a capio suture had broken off inside a patient. It was visualized on x-ray but it was unable to be removed. The case was successfully completed using another suture. Unfortunately, the capio device was disposed of. They attempted manual removal of the arrowhead unsuccessfully". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.